Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's drg ins had reached end of life. As a result, the patient's drg ins was explanted and replaced to address the issue.